Event description:
Lumbar 3-4-5 infused and bone allograft with tainted tissue. I still suffer chronic pain stumbling bruising and falling down. Migraine headaches. Cannot run or backward movement (vacuum) right. Knee will give out also worsens in winter. Received by medtronic sofamor and (B)(6) hospital in (B)(4) infusion lumbar cage. Extra bone growth cancers, trips and falls, swelling, numbness, chronic pain, nerve damage, manic depression.